Event description:
The reporter contacted animas on (B)(6) 2013 reporting a hospitalization for a hypoglycemic seizure occurring on (B)(6) /2013. The reporter indicated that blood glucose levels went as low as 31 mg/dl. The reporter stated that the health care provider confirmed that the basal rates in the pump were programmed correctly however, the target blood glucose was set to 100 mg/dl +/- 20 instead of +/- 10. The reporter indicated eating pizza the previous night and indicated that the bolus was may have been incorrect for the meal. The reporter also indicated being on steroids for an unrelated medical condition. This report is made based on the indication that the patient¿s blood glucose may have been contributed to by the pump being incorrectly programmed for the target blood glucose setting.

Manufacturer narrative:
The pump has not been requested for return to animas at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no pump data available from the time of the event due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was noted to be discolored. Also unrelated, the pump battery compartment was noted to be cracked.